Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run on 12/04/2018 was valid, met all assay specification requirements, and no error codes or flags were displayed. There is no indication that the abbott realtime cmv amplification kit (list 5n23-90) lot 489159 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime cmv amplification kit (list 5n23-90) lot 489159 and its components was performed. The review did not identify any issues which could result in the reported complaint. The CAPA review for abbott realtime cmv amplification kit (list 5n23-90) lot 489159 was performed and did not identify any internal or post-production use issues related to this lot or its components. Complaint history review: the lot specific complaint history review for abbott realtime cmv amplification kit (list 5n23-90) lot 489159 did not identify any additional complaint tickets. Product/system/instrument evaluation: product file sample testing was not performed as there is no indication that the abbott realtime cmv amplification kit (list 5n23-90) lot 489159 is performing outside of established design performance specifications. As stated in the customer data review section, the assay software and the abbott realtime cmv amplification kit (list 5n23-90) lot 489159 are performing as expected. The assay reagents performed as expected and met the assay specification requirements without any error codes. Customer returns were not available. Based on the results of the investigation elements a product deficiency for abbott realtime cmv amplification kit (list 5n23-90) lot 489159 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that realtime cmv amplification reagent kit (list number 05n23-90) is similar to us FDA approved realtime cmv amplification reagent kit (list number 09n21-090). Ticket does not reference a us list 09n21-090 lot number.

Event description:
The customer reported a viral load of 4831 copies/ml on the abbott realtime cmv assay. The clinician requested resistance genotyping for the patient sample in question because the results did not match patient history. The patient is a lung transplant patient under antiviral treatment. However at the resistance testing laboratory, a viral load of 125 iu/ml was detected and sequencing testing could not be performed due to the minimum viral load for sequencing is set to 500 iu/ml in the resistance testing laboratory. Customer also reported that one week later, the same sample was run again and 212 copies/ml was reported. The clinical physician questioned the results, and therefore they did not change the patient treatment. There was no impact to patient health as a result of the results in question. This incident is being reported to FDA because the incident occurred in france using the realtime cmv amplification reagent kit, list number 05n23-90 which is same/similar to us FDA approved realtime cmv amplification reagent kit, list number 09n21-090.